Manufacturer narrative:
Retains of lot bb5b2 were tested and found the product to meet specifications. Expressing through the apex during root canal therapy can happen. Reported due to the fact the patient was given medisterol, (steroid pack) to reduce inflamation, this is reportable per 21 cfr 803. Patient started the steroid and was monitored. Ultracal will resorb over time. In house clinican suggested to bring patient back for an xray in 7-10 days.

Event description:
Dr stated he expressed some ultracal passed the apex of the tooth #29. He proceeded to finish the root canal therapy. It appeared that the ultracal may have violated the inferior avelar nerve space. The patient is reported a burning sensation in the corner of his mouth.